Manufacturer narrative:
(B)(4). A 340 ml water bottle lot 18b294 was received for evaluation. The water bottle arrived unused, packaged with unopened adaptor lot 17f18. Both the bottle and adaptor were in a dust cover. Upon visual inspection, there appears to be a channel from the bottom of the adaptor port to the top of the bottle. The water bottle/adaptor assembly was applied to a flowmeter. The flowmeter was set to 0.5 liters per minute and bubbles were observed in the bottle. A review of the manufacturing event log for the lot number reported shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and in-process qa inspections were acceptable. A review of manufacturing event log for the adaptor lot 17f18 shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable and all post sterility and package integrity tests were acceptable. Based on the investigation performed, the reported complaint could not be confirmed.

Event description:
The complaint is reported as: "bubbling from sterilized water could not be confirmed with low flow during use". No patient injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). The sample investigation was amended and the evaluation codes have been updated to reflect the amended information. The amended investigation is as follows: one unused 340 ml water bottle lot 18b294 was received for evaluation with humidifier adaptor lot 17f18. There appears to be a channel from the bottom of the adaptor port to the top of the bottle. The water bottle/adaptor assembly was applied to a flowmeter. The flowmeter was set to 0.5 liters per minute and bubbles were observed in the bottle. Visual inspection confirms complaint but the functional test passes. Further investigation will be documented in a non-conformance.

Event description:
The complaint is reported as: "bubbling from sterilized water could not be confirmed with low flow during use". No patient injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "bubbling from sterilized water could not be confirmed with low flow during use". No patient injury reported. The condition of the patient is reported as "fine".